Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however, it might have related problems with the captor valve iris or the silicone discs. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar on (B)(6) 2014. Upon flushing the device, it was noted that the valve was leaking. The procedure continued and the physician used the device anyway and successfully completed the procedure with the complaint device. During the operation the patient had minor blood pressure drop. Patient outcome: the patient was fine and in recovery after the procedure.